Manufacturer narrative:
The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable ureal (urea) results for eight patient samples from the cobas integra 400 plus serial number (B)(6). The questionable results were reported outside of the laboratory and were repeated on (B)(6) 2023 after the doctors queried the results. Sample (B)(6) initial result was 9.4 mmol/l and the repeat result was 5.09 mmol/l. The repeat result in a different lab was 5.31 mmol/l. Sample (B)(6) initial result was 14.1 mmol/l and the repeat result was 6.98 mmol/l. The repeat result from a different instrument was 6.62 mmol/l. Sample (B)(6) initial result was 6.9 mmol/l. The repeat results were 2.9 mmol/l and 2.95 mmol/l. Sample (B)(6) initial result was 9.0 mmol/l. The repeat results were 4.48 mmol/l and 4.44 mmol/l.

Manufacturer narrative:
Based on the provided information, the investigation could not determine a specific root cause. The calibration and qc data did not show any abnormalities.